Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did no undergo essure confirmation test". The patient's medical history included overweight. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and cyst ("cysts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the menorrhagia, cyst and weight increased outcome was unknown. The reporter considered cyst, menorrhagia and weight increased to be related to essure (ess205). The reporter commented: patient receive treatment for menorrhagia (heavy menstrual bleeding). Removal date- (B)(6) 2008, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: plaintiff fact sheet received : reporters information and patient details updated. Event added- weight increased, device monitoring procedure not performed. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and cyst ("cysts"). Essure (ess205) was removed on 9-jan-2009. At the time of the report, the menorrhagia and cyst outcome was unknown. The reporter considered cyst and menorrhagia to be related to essure (ess205). The reporter commented: patient receive treatment for menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- menorrhagia (heavy menstrual bleeding), cysts. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.